Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a defective catheter tip. The following information was provided by the initial reporter: infiltrated venous access is observed, after hand washing and aseptic technique, puncture is performed and when the skin is touched, the catheter became flowered, the needle is visible.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter e-mail: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a defective catheter tip. The following information was provided by the initial reporter: infiltrated venous access is observed, after hand washing and aseptic technique, puncture is performed and when the skin is touched, the catheter became flowered, the needle is visible.